Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User received discrepant ise results for two patient samples. The results for one patient sample were discrepant as follows: the initial potassium result was 3.5. The repeat result was 4.4 mmol/l. No erroneous results were reported outside of the laboratory. The patients were not affected. Potassium electrode lot number was not provided. The field service representative determined fluidics failure as the cause. He replaced the sample probe, the vacuum nozzle, and cleaned the sipper flow path. To verify analyzer performance, he ran ise checks and performed a precision run with all results within specification. In addition, the customer ran successful calibration, controls and patient samples.